Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was not delivering insulin as insulin was not observed exiting from the infusion set tubing. The customer's blood glucose (bg) level was 182 mg/dl. Tandem technical support advised the customer to change the infusion set tubing. A correction bolus was delivered via the pump to address the bg level.